Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on this information, a cause for the reported recurrent mitral regurgitation could not be determined. The reported patient effect of recurrent mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation with posterior leaflet prolapse. One mitraclip was implanted with great results. A second mitraclip was successfully implanted following. Per physician, the second clip was implanted for a better procedural outcome. There was no device malfunction. The mr had been reduced to grade 1+. On (B)(6) 2021, the mr had increased to moderate plus, grade 2+. It is unknown if the mitraclip device caused or contributed to the increase in mr. There was no device malfunction reported. No additional information was provided regarding this issue.